Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of right ventricular failure could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists right heart failure and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 ¿patient care and management¿ states that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away from right ventricular failure.